Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a battery shorted error is displayed when this battery is connected to a charger. There is no reported patient involvement.